Event description:
It was reported that "pt had a hip replacement on (B)(6) 2010. She has been experiencing infection and severe pain. Pt is asking if this implant was part of any recall. Has had a follow up surgery to try and clear up the infection, but did not remove the implant as of yet."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.